Event description:
Doctor reported the abutment screw fractured.

Manufacturer narrative:
Unable to confirm the reported issue without a physical investigation for this reported incident. The customer reported product was discarded. No order number or lot number was provided so no review of product records could be performed. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.